Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7041157.

Event description:
It was reported that the patient was experiencing pain at the ipg site and up into the thoracic region and hips whether the stimulation was off or on. It was also noted that the patient had inadequate stimulation. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. All device components were explanted and were not returned.